Event description:
Information was received indicating that a smiths medical medfusion pump needed main printed circuit board. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information b5, h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left and bottom corner, the tube holder was broken and battery door was cracked, there was visible contamination, and non-original equipment manufacturer (OEM) battery and super cap were found. A review of the event history log (ehl) identified and auxiliary control unit (acu) watchdog failure. During the functional testing was able to duplicate the reported issue. The root cause of the issue was customer induced via the customer's use of unapproved/counterfeit components to repair their pumps. Replaced main printed circuit board pcb). Power up, performed self-test and occlusion test., corrected data: d1.

Event description:
Additional information was received. It is unknown whether pump was in use on a patient when it stopped working.